Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 219-220 mg/dl. The customer was using a third party wall adapter, but ultimately was able to charge the pump with changing the charging supplies.